Event description:
The hosp reported that while completing the coronary artery bypass graft procedure, the surgeon noticed that he had inadvertently sutured the heartstring seal with the graft. When he pulled on both ends of the suture, the seal displaced to one side causing it to no longer cover the aortotomy. Due to excessive bleeding a side biter clamp was used to take down the anastomosis and complete the procedure. Pt was given transfusion due to excessive blood lose. No add'l pt complications were reported.